Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the 2 additional imaging spins were 3d.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. The behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight and age/dob were not available on the date of filing. A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system, the issue could not be replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Other relevant device(s) are: software 9735585 stealthstation cranial, version 3.0.2. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a deep brain stimulation case the site placed the electrode and took a confirmation spin and the lead was allegedly 2mm lateral. The site did another pass using a new plan and again was allegedly 2mm lateral. The surgeon aborted using the navigation system and manually moved the lead 2mm medial and the lead hit the target. Two additional imaging spins were taken. Site did not re-register patient. There was a delay to the procedure of 1 hour or longer. There was no reported impact on patient outcome.